Event description:
It was reported that during an unk procedure, after the 4th firing, the device locked. They stopped using this device and completed the procedure with a new one. After checking the device, they found tissue stuck in the clip applier. There were no adverse consequences to the pt. Additional info was requested and the following was received: "after the 4th firing, the device locked. After checking the device, they found tissue stuck in the clip applier." With this statement, it appears the jaws were locked on tissue.

Manufacturer narrative:
Date sent: 09/25/2009. Evaluation summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within specifications. The instrument locked out as intended. The jaws opened and closed as intended during analysis, however, a corrective action has been initiated to address opening issues. A batch record review was performed and no anomalies were found during the manufacturing process.